Event description:
A report was received that the patient developed an infection after an explant procedure (MFR report #: 3006630150-2013-00336). The infection were in the blood, the wound incision site and primarily in the urine. The infection is unknown if device or procedure related. The patient was given intravenous antibiotics.

Manufacturer narrative:
Additional information was received that the patient's infection was related to be from the foley catheter. The patient was already cleared of infection and drainage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed an infection after an explant procedure (MFR report #: 3006630150-2013-00336). The infection were in the blood, the wound incision site and primarily in the urine. The infection is unknown if device or procedure related. The patient was given intravenous antibiotics.

Event description:
A report was received that the patient developed an infection after an explant procedure (MFR report #: 3006630150-2013-00336). The infection were in the blood, the wound incision site and primarily in the urine. The infection is unknown if device or procedure related. The patient was given intravenous antibiotics.

Manufacturer narrative:
Product analysis was completed for this event on MFR report #: 3006630150-2013-00336.